Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, and the caller successfully reset it without recurrence of the malfunction code. The customer was informed to call back if the issue occurred again and acknowledged the instructions.